Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through regulatory body that the physician was using a concerto detachable coil system during the procedure, but when he tried to deploy the coil, the system failed and did not work. Unable to deploy a coil during the procedure due to the system being defective. The patient was undergoing surgery for treatment of an aneurysm of the right hepatic artery.